Event description:
A malfunction was reported on a pump by the caller, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in resetting the pump following the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which the caller acknowledged and understood.